Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/10/2015.

Event description:
According to the reporter: trocar shavings were coming off of the trocar and falling into the patient.

Manufacturer narrative:
(B)(4).